Event description:
New information received notes that the dislodgement was observed via x-ray when the device was checked in-clinic. The patient was fine before and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2018 due to dislodgement.